Event description:
It was reported that during a discectomy, the tip of the instrument was broken at the hinge.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
Additional information: product was returned. The lower jaw is broken off at the base of the fixed jaw. Optical examination discovered a quasi-brittle fracture, with morphology suggesting the direction of fracture. Deformation noted adjacent to fracture initiation area, consistent with bend stress overload. The location, direction and amount of force required in order to induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.